Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated the device was exhibiting premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames to ensure that therapy would remain available. Additional information was received that the physician noted they were unable to access the 146 untreated episodes that have occurred since implant. Ts was again consulted and indicated they would attempt to determine the cause. Engineering reviewed the data and found a benign memory inconsistency that led to incorrect counter data. This did not affect therapy to the patient. At this time the s-ICD remains in service and no adverse patient effects were reported. It was noted that the device is not expected to be replaced for a few months. Additional information was received that the s-ICD was explanted and is expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. The cause of the premature battery depletion was unable to be determined as it has not been returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated the device was exhibiting premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames to ensure that therapy would remain available. Additional information was received that the physician noted they were unable to access the 146 untreated episodes that have occurred since implant. Ts was again consulted and indicated they would attempt to determine the cause. Engineering reviewed the data and found a benign memory inconsistency that led to incorrect counter data. This did not affect therapy to the patient. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. The cause of the premature battery depletion was unable to be determined as it has not been returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. After reviewing the device memory an error was also identified. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that indicated the device was exhibiting premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames to ensure that therapy would remain available. Additional information was received that the physician noted they were unable to access the (B)(4) untreated episodes that have occurred since implant. Ts was again consulted and indicated they would attempt to determine the cause. Engineering reviewed the data and found a benign memory inconsistency that led to incorrect counter data. This did not affect therapy to the patient. At this time the s-ICD remains in service and no adverse patient effects were reported. It was noted that the device is not expected to be replaced for a few months. Additional information was received that the s-ICD was explanted and is expected to be returned for analysis.